Event description:
It was reported that a patient underwent a chin laceration repair procedure on (B)(6) 2011 and topical skin adhesive was used. On (B)(6) 2011, the wound appeared to be opening and did not look right and the patient experienced tearing and burning. On (B)(6) 2011, the wound totally dehisced. The patient went a different emergency room and the topical skin adhesive was peeled off and the wound appeared to be infected. The wound was irrigated and the patient was prescribed keflex 250mg 4 times daily. The patient was seen by a plastic surgeon who advised that the wound remain open and heal for one year before the next steps can be assessed. The patient is experiencing itching. The wound is healing.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.